Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. When the pump was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump acted as if it was running, but that the motor was not actually running. Mmdg did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump acted as if it was running, but that the motor was not actually running. Mmdg did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. (B)(4).